Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable ise indirect na, cl gen.2 results for one patient sample. The initial sodium result was 126.9 mmol/l and the repeat result was 137 mmol/l. The initial chloride result was 92 mmol/l and the repeat result was 102 mmol/l. The erroneous results were not reported outside the laboratory. The patient was not adversely affected. The electrode lot numbers and expiration dates were requested but not provided. The field service representative worked with the customer to replace the sample probes. Calibration and quality control was run and instrument performance was within specification.